Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross access solution risk documentation was completed and confirmed that the event of pericardial effusion and cardiac tamponade was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion and cardiac tamponade are a known inherent risk of the versacross access solution device. Pericardial effusion and cardiac tamponade are is an expected procedural complication addressed within the IFU for the versacross access solution device.

Event description:
It was reported a pericardial effusion with cardiac tamponade occurred post procedure. During a concomitant procedure, versacross access solution was selected for use. A 35mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted in the left atrial appendage (laa). Approximately 24 hours after the procedure, the patient experienced a circumferential pericardial effusion with cardiac tamponade. A pericardial tap was done to treat the effusion removing dark, venous blood. Also a pericardial window was reported. The physician stated that he does not believe it was during the watchman portion of the procedure as the tamponade did not gather in that area of the heart and the blood that was removed was dark/deoxygenated in color, however the exact cause was not known. The patient was admitted to hospital beyond standard of care. The device is not expected to be returned for analysis. It was further reported that according to the physician right sided cti/svc isolation caused effusion. Act was therapeutic.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion with cardiac tamponade occurred post procedure. During a concomitant procedure, versacross access solution was selected for use. A 35mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted in the left atrial appendage (laa). Approximately 24 hours after the procedure, the patient experienced a circumferential pericardial effusion with cardiac tamponade. A pericardial tap was done to treat the effusion removing dark, venous blood. Also a pericardial window was reported. The physician stated that he does not believe it was during the watchman portion of the procedure as the tamponade did not gather in that area of the heart and the blood that was removed was dark/deoxygenated in color, however the exact cause was not known. The patient was admitted to hospital beyond standard of care. The device is not expected to be returned for analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem it was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion with cardiac tamponade occurred post procedure. During a concomitant procedure, versacross access solution was selected for use. A 35mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted in the left atrial appendage (laa). Approximately 24 hours after the procedure, the patient experienced a circumferential pericardial effusion with cardiac tamponade. A pericardial tap was done to treat the effusion removing dark, venous blood. Also a pericardial window was reported. The physician stated that he does not believe it was during the watchman portion of the procedure as the tamponade did not gather in that area of the heart and the blood that was removed was dark/deoxygenated in color, however the exact cause was not known. The patient was admitted to hospital beyond standard of care. The device is not expected to be returned for analysis. It was further reported that according to the physician right sided cti/svc isolation caused effusion. Act was therapeutic.